Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no related observations or deviations were noted. Base on the investigation results, the needle passed electrical and system tests. There were no failures observed.

Event description:
During a rib, soft tissue procedure and while using 3 iceforce needles the patient experienct muscle twitching at the injection site. Each needle was turned off and back on to find which needle was causing the twitching. The doctor used passive thaw once the twitching was noticed. The doctor mentioned that he was happy with the iceballs and considered the treatment successful. No patient sequelae were reported.